Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a dehp-free solution administration set disconnected from the drip chamber. The reporter stated that a leak followed the disconnection. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. However, a retention sample was evaluated. A push pull test was performed on the tube to chamber and no disconnections were found. The sample was then leak tested underwater and no leaks were observed. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.